Manufacturer narrative:
This report is submitted on december 10, 2019.

Event description:
Per the clinic, the patient experienced skin breakdown at the magnet site. The patient had a surgical revision on (B)(6) 2019 to repair the skin breakdown. Antibiotic (topical) was administered. The implant remains in-situ.